Event description:
Paramedics attended to person complaining of stomach pain. The device was used for routine ECG monitoring during vehicle transport. The device allegedly displayed excessive artifact while the vehicle was in motion and subsided when the vehicle was stopped. There were no adverse affects to the pt reported as a result of the alleged malfunction.